Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the stent on an 8mm x 40mm precise pro rx carotid stent system was found to be released by its own offloading. The stent was replaced with another stent for implantation, and the complaint stent was not implanted in the patient. There were no reports of patient injury. The surgery was a carotid artery surgery (cas). After balloon dilatation of the lesion, the operator planned to use our precise stent. The reported issue was discovered was after opening the package. The device was stored and prepped in accordance with the instructions for use (IFU). No damages were found on the device packaging prior to opening. Additionally, the operator was trained in the use of the precise device. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the stent on an 8mm x 40mm precise pro rx carotid stent system was found to be released by its own offloading. The stent was replaced with another stent for implantation, and the complaint stent was not implanted in the patient. There were no reports of patient injury. The surgery was a carotid artery surgery (cas). After balloon dilatation of the lesion, the operator planned to use our precise stent. The reported issue was discovered was after opening the package. The device was stored and prepped in accordance with the instructions for use (IFU). No damages were found on the device packaging prior to opening. Additionally, the operator was trained in the use of the precise device. The device was returned for analysis. A non-sterile ¿precise pro rx ous carotid sys¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked and placed on a metallic tray for inspection. A thorough inspection revealed that the device was fully deployed, the stent was not returned for analysis, and the hemostasis valve was tightly closed. No other outstanding details were observed. The usable length was measured, and the dimensional analysis results were within specification. A functional test could not performed because the unit was returned fully deployed. However, the mechanism was verified by setting the device to its manufacturing condition to simulate the stent deployment process. The mechanism was actuated to simulate deployment, and no anomalies were observed during the functional test. The reported ¿stent delivery system (sds) deployment difficulty-premature/during prep¿ was confirmed as the device was received with the stent deployed and the stent was not returned with the product. Functional testing could not be performed since the stent was already deployed; however, a simulated test was performed with no difficulties. Therefore, based on the information available for review it is difficult to determine the root cause for the event, procedural and/or handling factors during preparation may have contributing factors. According to the instructions for use, which is not intended to mitigate risk, ¿extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Deployment is complete when the outer sheath marker passes the proximal inner shaft stent marker. Note: the mechanism for stent deployment is outer sheath retraction. Deployment is completed by maintaining inner shaft position while retracting the outer sheath and allowing the stent to expand (often referred to as the ¿pin-and-pull¿ method).¿ the information available does not suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.